Event description:
It was reported the patient was not getting good pain relief. The patient's daughter stated that a volume discrepancy was reported. The actual residual volume (arv): 17ml and the expected residual volume (erv): 4ml. The pump was interrogated and revealed a reservoir volume of 16.5ml. Hcp suspected an issue with the infusion system. It was later reported the pump and catheter were working fine. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).